Manufacturer narrative:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. Further investigation by the philips product investigation lab (pil) was performed on the flow sensor. Philips pil performed a visual inspection of the flow sensor and found contamination. The philps pil performed post test on the flow sensor and the device failed flow testing. Philips pil concluded that contamination on the flow sensor was the cause of the test to fail on the device.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the final test during testing. The device's flow sensor was replaced to address the issue. After replacing the part, the final test was re-performed, and the device passed. In addition, a battery check, valve check, run in tests and cleaning were performed on the device. It was confirmed the device operated properly.